Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, ablation was not able to be performed because the burr was unable to cross the lesion. Thus, the balloon was inflated; however, at first inflation, it was noted that the balloon ruptured below nominal pressure. The device was simply pulled out and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.